Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that on (B)(6) 2024, the patient's infusion set fell off during use and the blood glucose level ranged between 100-200 mg/dl. The infusion set had been used for a day. Further, they replaced the infusion set and insulin was resumed successfully. No further information available.